Event description:
It was reported that the inner tube pulls away from the outer tube while decapping with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. This occurred on 8 separate occasions during new automation installation. The following information was provided by the initial reporter: problem occurs when tube is tested and if you want tube to retest when is need to take away recapped closure by automation. Inner tube pull away from outer tube while decapping.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a video was provided by the customer facility for investigation. The video was evaluated and the customer's indicated failure mode for decapping with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the inner tube pulls away from the outer tube while decapping with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. This occurred on 8 separate occasions during new automation installation. The following information was provided by the initial reporter: problem occurs when tube is tested and if you want tube to retest when is need to take away recapped closure by automation. Inner tube pull away from outer tube while decapping.